Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room. An interrogation was completed and found this ICD may have provided inappropriate anti-tachycardia pacing and multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. In addition, high right ventricular capture thresholds were exhibited. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.